Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause was unknown and no actions was taken and no action was planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they were getting funny readings on their controller. Patient clarified they would see settings not available, cannot provide your desired intensity settings. Patient said the message had been coming up for maybe 3-4 days. Patient confirmed implant was charged. Patient was on group a and saw settings not available when they tried to unlock controller. Patient tried group b, but reported the same message. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they had a doctor's appointment on the 20th and asked if they should reach out to the representative. Additional information was received from the manufacturer representative (rep). Rep reported that there was high impedance issues and they were still getting a settings not available error. Rep noted an impedance of 28230 on lead 2 and 29250 on lead 15.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back stating they had seen settings not available again. The patient stated the stimulator battery had been at 100% for the last 3 days. During the call, the patient stated they were using group a and went into program 1 then stated the stimulator/controller appeared to be working again. They stated they had a miserable night but now things seemed to be working again. The agent reviewed the meaning of settings not available and possible troubleshooting if they encounter it again. The patient stated they had an appointment with their healthcare provider (hcp) on the 19th so they may call the hcp for the manufacturing representative's (rep) info if they encounter issues/need further assistance with this issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.